Manufacturer narrative:
B3: event date: unknown. Device evaluation: one device was received. A visual inspection found, a scratched lcd lens, worn dso seal and worn uso seal. There was no applicable evidence to review in the event history log. During the functional testing, the customer's reported, problem was duplicated. Performed a latch lock test in the manufacturing utility mode and the sensor did not change from latched to both. The cause of the issue was found, to be that the latch lock flex sensor was inoperable. The latch lock flex sensor was replaced. A device history record (DHR) review reported, no discrepancies or non-conformances, during the manufacturing of the reported serial number.

Event description:
It was reported, that there was a latch lock error. Which was found, during testing. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement. And no patient harm/adverse event reported.